Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00 x 20mm synergy drug-eluting stent was selected for use. However, the shaft broke upon introducing it in the guide catheter. There were no patient complications reported.